Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure of the left eye, the patient was dissatisfied with the outcome. The patient experienced blurry vision, edge glare and negative dysphotopsia. The iol was exchanged in a secondary procedure. The patient's prognosis is good.